Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose, with a continuous glucose monitor reading up to 401 mg/dl and a confirmatory glucometer value of 430 mg/dl lasting about three hours after a carbohydrate-heavy meal while using an ilet system with a g7 sensor and an inset infusion set, and glucose later returned to 161 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that there were no findings available, the device problem could not be characterized due to insufficient information, and the involved device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.